Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative on 2017-apr-25 regarding multiple patients' implanted infusion pumps containing unknown medications (doses and concentrations unknown). It was reported that the physician had multiple pumps with motor stalls lately and was wondering what the cause may be. It was later noted that these events occurred years ago and the patient names were unknown. One pump was reportedly returned for analysis years ago, but the pump could not be identified. No symptoms were reported and no further complications were reported or anticipated.